Event description:
It was reported that the ¿bur heated up¿ and burned the patient inside the (vestibular) nasal cavity; at the ¿nasal sill where the bend of the bur lies¿. When removing the bur from the handpiece, it broke off at the distal shaft where the bur connects to the drill. There were no fragments produced by the break. They were able to finish the case with a replacement bur. It has been confirmed that the patient sustained a 1st degree burn and is currently doing well and ¿recovering fine¿.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis could not be performed; device discarded by user facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.